Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle broke off in the patient. The following information was provided by the initial reporter: "consumer reported customer of this pharmacy stated the needles break in her husband- just this box.".

Manufacturer narrative:
H.6. Investigation: customer returned a shelf carton for 4mm, 32g pen needles from lot # 0350877. Customer states that the needles break. Only the shelf carton was returned by the customer. No pen needles were returned by the customer. No samples (including photos) of the pen needles were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ pro ultra-fine¿ pen needle broke off in the patient. The following information was provided by the initial reporter: "consumer reported customer of this pharmacy stated the needles break in her husband- just this box."